Event description:
It was reported that a patient underwent an inguinal hernia repair procedure on (B)(6) 2025 and mesh was used. It was reported that the size was unusual while open the box in ot at inguinal hernia open procedure with this mesh took two and one is different in size and took another box and compared the size and found that size was different. There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 1/7/2026. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, the following was obtained: ¿ did this issue contribute to any patient adverse event? No. ¿ please provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep or loc/bq) -mrs. (B)(6) purchase manager. Confirm device return status. No. I have no sample with me. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. D4/g4: device is not distributed in the united states but is similar to device marketed in the USA. Therefore, (01) gtin is not available.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 4/7/2026 this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h6 a manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified h3 photo summary: this is an analysis of a photo submitted to ethicon for evaluation. During the visual analysis the following was observed: the photos show a package with product name prolene mesh 6x11cm product code pms1 , lot #v3007, the package has multiple discrepancies in the information that do not match the original packaging for ethicon sutures. Discrepancy found in product: ¿ label comparison between j&j and suspected counterfeit product identified a discrepancy in the prolene* star symbol. ¿ the prolene* (*) symbol on the counterfeit sample product differs in appearance when compared with the authorized j&j label. ¿ statutory symbol border is bold where in actual die it is very thin. ¿ ethicon printed in bold letters however in specimen approved artwork it is lite mesh comparison revealed that impacted mesh has rounded edges however jnj mesh has concealed edges. Direction stitching interlinkage of impacted mesh is vertical however for jnj mesh is horizontal. Based on the photos received, the product is confirmed to be counterfeit due to the discrepancies found in the labeling and packaging material. As part of post-market surveillance, additional monitoring of claims information will be conducted to detect potential safety signals.